Event description:
Endo gia ultra universal stapler was utilized this morning when stapling stomach laparoscopically. Stapler handle couldn't load staple cartridge to be used. No harm done to patient. Device removed immediately from use.